Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016; 5076 lead implanted: (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead was initially reprogrammed to subthreshold outputs. The next day, the lead exhibited high thresholds and the patient felt syncopal and dizzy. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.